Event description:
It was reported that this right atrlal (ra) lead was explanted due to infection with sepsis. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).